Event description:
It was reported that the insulin pump alarmed several error alarms just after a battery change. The blood glucose reading was 237 mg/dl. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No unexpected software alarm was noted during testing. The insulin pump was programmed with the correct time and date and a 1 unit per hour basal rate. The insulin pump was then monitored for five days in a 50 c oven. No software error alarms were noted. The insulin pump passed the self test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.